Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2e3rr serial# implanted: (B)(6) 2021. Explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the lead stuck in the header of the ins was unknown, and they were not sure what the most likely cause was. Asked what steps were or will be taken to resolve the issue, they stated the doctor was aware that the reps have made a formal product compliant. They stated that the issue had not been resolved and no further action will be taken at this time.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that  patient had replacement surgery yesterday and the lead was stuck in the header of the ins. 3 contact were stuck. They were able to remove the whole lead and replaced ins and lead. Caller noted the product was thrown out and will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.